Event description:
The patient reported that an e7 (electronic) error was displayed on the infusion device and he removed and reinserted the battery to clear the error. At 4:00am the infusion device displayed e4 (occlusion) error and his blood glucose measured 14.2 mmol/l (256 mg/dl). He injected 3 units of insulin via pen and at 7:15am his blood glucose measured 9.9 mmol/l (178 mg/dl). He injected 4 units of insulin via pen and his blood glucose returned to normal. The following day his blood glucose measured 7-8 mmol/l (126-144 mg/dl). The patient disconnected from the infusion device and e4 was displayed. The patient's normal blood glucose level is 6.5 mmol/l (117 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.